Manufacturer narrative:
The device was returned to olympus for inspection. The reported failure was confirmed. The definitive root cause of the issue could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: the lost water tightness was caused by damage to button. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited damage on button and lost water tightness. There was no patient involvement.